Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave error 1260. No adverse effects reported.

Manufacturer narrative:
Other text: additional information: information was received indicating that there was no patient involvement in this event.